Event description:
It was observed during the device inspection, that the high frequency electrosurgical unit's cable connecting the universal socket was detached causing an e006 error to occur. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, display of error code e006, could not be identified. The occurrence of error e006 can be traced back to various causes. What they all have in common is that the electrical resistance between the two electrodes of the device that are in operation increases and then the error message is triggered. For safety reasons, the esg-400 is then restarted. If the cause of the error persists, an unlimited number of permanent restarts can occur. The device is then no longer operational. Possible causes could be due to: 1. Mechanical stress due to improper handling by the user. 2. Mechanical tension in the material of old devices due to the evaporation of plasticizers. 3. Damage to the material due to the use of unsuitable cleaning agents. 4. Damage to the material due to the cleaning agent being left to take effect for too long. 5. Fumigation of the room for the purpose of bio-decontamination with, for example, aqueous hydrogen peroxide (h2o2) or formaldehyde solutions, which are known to be strong oxidants. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿¿cleaning efficacy has been validated with a low-alcohol (<20%) alkaline quaternary ammonium disinfectant (sani-cloth plus, manufactured by pdi professional) ... The efficacy of low-level disinfection was validated with an alkaline disinfectant based on a low alcohol content (< 20 %) and quaternary ammonium compounds (with a contact time of 3 minutes with sani-cloth plus, manufactured by pdi professional).¿. Olympus will continue to monitor the field performance for this device.